Event description:
It was reported that there was a loss of therapeutic effect. It was noted that the day prior to this report the patient went to the healthcare professionals to get programmed and they had said the battery was too low and it had to be charged. It was noted that the battery was so low that the doctor was not able to do any programming. Patient felt stimulation the night prior to this report and felt it a little last night once the patient had started to charge. Patient knew because she was not in pain then but was in pain at the time of this report. On the morning of this report the patient had all 8 coupling boxes shaded but at the time of this report was seeing 0 coupling boxes shaded. There was a coupling problem. An antenna locate feature was suggested and patient was seeing the numbers only change in the range of 48-52 and was unable to get the numbers any higher. Antenna locate feature was unsuccessful and patient was still seeing 0 coupling boxes shaded in. It was noted that the patient programmer was used during the call and a ¿charge the implantable neurostimulator (ins)¿ warning screen was seen. The ins may be flipped. Patient stated ¿a little bit, it felt like it was high up but still in the same area.¿ the flip was not confirmed at the time of this report. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4) product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2013, product type lead. (B)(4).